Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient device had experienced automatic mode switch (ams) episodes. The patient was brought to the clinic, upon device interrogation it was discovered that the patients right atrial was exhibiting over-sensing of noise. Noise was able to be reproduced in clinic with arm movement. Programming changes were made. Patient was in stable condition.